Manufacturer narrative:
Details of complaint: the customer reported that no waveforms were appearing on the bedside monitor (bsm) when fluid bolus was injected for cardiac output. Additionally, they were unable to change the computation constant. When this malfunction occurred, they were obligated to notify a physician who was able to obtain the cardiac output through alternative calculations. However, they stated that if the primary reason the heart failure patient was admitted to the ccu was to have a swan inserted for monitoring of cardiac output, the cardiac output function needed to be reliable and working all the time. No patient harm or injury was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer reported that they submitted the equipment to their biomed for assessment and repair. No further issues have been reported. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal complaint reporting of similar events. It is likely that the customer's biomed was able to resolve the issue through repair or troubleshooting. A serial number review of the reported device does not reveal additional related complaints. This event is likely an isolated incident as there is no evidence of a trend for rebooting bsm-6000s.

Event description:
The customer reported that no waveforms were appearing on the bedside monitor (bsm) when fluid bolus was injected for cardiac output. Additionally, they were unable to change the computation constant. No known harm or injury occurred.

Manufacturer narrative:
The customer reported that no waveform appear when fluid bolus is injected for cardiac output. Additionally, they are unable to change the computation constant. When this malfunction occured, they were obligated to notify a physician who was able to obtain the cardiac output through alternative calculations. However, they stated that if the primary reason the heart failure patient admitted to the ccu is to have a swan inserted for monitoring of cardiac output, the cardiac output function needs to be reliable and working all the time. No known harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that no waveform appear when fluid bolus is injected for cardiac output. Additionally, they are unable to change the computation constant. When this malfunction occured, they were obligated to notify a physician who was able to obtain the cardiac output through alternative calculations. However, they stated that if the primary reason the heart failure patient admitted to the ccu is to have a swan inserted for monitoring of cardiac output, the cardiac output function needs to be reliable and working all the time. No known harm or injury occurred.